Event description:
The rep reported the device was used during a laparoscopic nissen. It was reported the lcsk5 jaws were not closing sufficiently, resulting in poor contact, poor hemostasis, and tissue slipping from the jaws. Another lcsk5 was opened. The case was completed without incident. There was no consequence to the pt.